Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant, the right ventricular (rv) lead pacing impedance was high and out of range. The physician elected to implant a different lead. The patient was stable throughout.